Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to anika that the implanted glenosphere was disassociated from the baseplate on a patient of unknown age and demographic. The date of the original implant of the device was not reported. The patient was scheduled for a revision procedure. Additional information was not provided upon request.

Manufacturer narrative:
The reported event is not confirmed. Additional information was not provided upon request. It was reported that the patient could not rain the arm and it was determined that the issue was a disassociated glenosphere after an x-ray was taken. The x-ray was not provided upon request. The device was not returned for analysis. The device history record was reviewed. There was no nonconformances documented in the device history record. The product was manufactured and released to applicable procedures and specifications. A three-year retrospective review as performed for this device. There was no nonconformances related to the reported event. The cause of the reported event could not be established. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.